Event description:
Caller indicated the glucocard 01 meter was giving high readings. Caller stating that the meter has been consistently running higher than his past meter and also higher then the doctors meter. He did not have 2 readings within 10 minutes. He is stating that he tested and his results were 189 mg/dl and 30 minutes later at the doctor's office, the reading they got on their meter was 149mg/dl. Caller also stated that he is dosing himself with 1000mg of metformin, and he would get sick, dizzy, and lightheaded. He usually took this dosage previous to using our meter and would be fine. He received readings such as 193 in the morning, 151 mid day, and 132 at night. He stated that after such a high readings in the morning, he would take a dose of metformin and then while driving, he would have to pull over because he couldn't drive. Controls used were within range. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.